Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Customer blood glucose was under 534 mg/dl. Customer is in the hospital, the infusion set was taken out and the customer relative changed it four times. Customer reported that each time the set is bent she manually inserts it. Customer relative changed her set today and noticed the sugars were climbing all day, relative brought her to hospital. The customer blood glucose got up to 5 something. Customer relative that helps with infusion sets states that the quickserter was giving her issues. Customer is not at home and unsure if husband threw away infusion sets with bent cannula. Customer relative stated the last infusion set inserted worked and that her sugars have come down. The insulin pump will not be returned for analysis.